Event description:
It was reported that a clearlink system continu-flo solution set leaked from the bottom port (clearlink). This occurred during patient infusion with pemetrexed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the suspect lot was either r25c29185 or r25c25161. D4 information for suspect lot r25c29185: expiration date is 03/31/2027 and UDI # is (B)(4). H4: device manufacture date: 3/31/2025. D4 information for suspect lot r25c25161: expiration date is 03/26/2027 and UDI # is (B)(4). H4: device manufacture date: the lot was manufactured between 03/27/2025 and 03/28/2025. E1: initial reporter facility name and phone: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.